Manufacturer narrative:
As no product was returned it is difficult to conduct a proper analysis. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the device in question, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
The stent fell off the balloon on two separate icast covered stents during a bilateral iliac case.